Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two used q-syte units without packaging and no other parts and two photos. Through the visual examination, the units and photos revealed thick traces of media were present throughout but no damage or anomalies were observed on the external areas of the q-sytes. During the microscopic examination it was observed that one unit had a tear at one end of the top disk slit and the other unit had a tear at each end of the top disk slit. The water leak test was performed on the units in the unactuated and actuated positions. No leakage was observed in either unit. There was no physical evidence to confirm or support manufacturing process related issues for the defect of leakage or the damage observed. Septum damage can occur due to the external force caused in the clinical environment during use but a definite root cause could not be established. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked at the joint. This occurred 1 time in lot 0055690, and 1 time in an unspecified lot. The following information was provided by the initial reporter: "joint leakage".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0055690. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-03-30. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked at the joint. This occurred 1 time in lot 0055690, and 1 time in an unspecified lot. The following information was provided by the initial reporter: "joint leakage".